Event description:
It was reported that during a procedure, the buttons stopped working after the device was pre tested. Case completed with another device of the same product code. No patient consequence.